Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the monitoring printed circuit board was pointed as defective. Monitoring printed circuit board handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. It is a part of the subsystem monitoring mon. The monitoring subsystem features alarm and monitoring functions, calculations, trending of measured values and is also the can-bus master. The device's logs and claimed part were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to monitoring printed circuit board.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the investigation it was revealed that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).